Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. It was noted the lead had outer insulation breached depression, outer insulation cosmetic depression and visual analysis was performed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient died approximately twelve years from lead implant. No further information is available.